Manufacturer narrative:
Method: though the actual device was not returned, an analysis of production records was performed. (No errors or omissions were found that might account for the reported event.) An analysis of complaint trends was performed. (No other incidents of this dimensional problem were reported, however this report was one of nine (1 of 9) reported cases of either displacement/migration/shifting or necrosis/extrusion/poor wound healing received by implantech since the start of 2017. These 9 reports represent a variety of facial implants and body contouring implants. Implantech has not identified any increase if frequency or severity of such events.) Result: investigation found no device problem and device met approved specifications. Conclusion: the reported events of extrusion (clarified as impending necrosis) and shifting/migration are known, inherent risks of implant surgery and are addressed in the product labeling.

Event description:
This is that same patient, same event, and same device reported in user facility report # (B)(4). After receipt of the above-referenced user facility report, implantech contacted the implanting physician to obtain more information regarding the event. The physician confirmed that the patient, who had previously a chest wall implant, another implant and a breast implant, had a replacement surgery to replace the previous implant(s) with new implant. Previous implant(s) was removed due to impending skin necrosis. At time of surgery, the physician concluded that new implant was too large in thickness to achieve "reasonable placement with the expected outcome." The physician carved the implant to be smaller in height, width and projection, then implanted the device. The breast implant was not replaced at that time. The physician indicated that the postoperative course was complicated by seroma formation which eventually subsided. The implant began to shift medially and recreated the same problem as with the previous implant, namely impending skin necrosis. Because of the impending skin necrosis, the implant was removed 11 weeks post-operatively. The patient is not currently seeking a replacement implant and is considering fat transfers.